Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A field service engineer (fse) found that all pockets in drawer 5.1 were not on the bus, but they appeared after switching to diagnostic mode. Due to repeated pocket failures reported by the customer, the fse replaced the drawer controller board, rebooted the station, and recovered the storage space. The drawer was then tested in diagnostic mode. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.